Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer went to emergency room due to high blood glucose level on march 2,2020 and get hospitalized on (B)(6) 2020. Customer¿s current blood glucose was 600 mg/dl. Customer was in the intensive care unit. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.